Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient mother that infusions set fell off within 3 days of use. No further information was available